Event description:
It was reported that the needle did not deploy. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The device completed both priming sequences and was able to deliver a bolus excluding the priming sequence, indicating it should have deployed in the expected number of pulses. Investigation of the needle mechanism found no damages or deficiencies that would result in the device failing to deploy. Inspection of the environmental seal and bottom housing found no evidence the needle deployed into either.